Event description:
Boston scientific received information that during a routine follow-up this right ventricular (rv) lead revealed high threshold measurements, noise and oversensing. An implantable cardioverter defibrillator (ICD) migration and an rv lead dislodgment was suspected. Lead measurements were normal and no inappropriate therapy was delivered. A revision procedure was performed and the decision was made to explant the (ICD) and rv lead due to placement difficulty. A new rv lead and device were implanted. The device and rv lead will not be returned for analysis. No adverse patient effects reported.

Manufacturer narrative:
The ICD and rv lead wlll not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.